Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of no communication could not be confirmed. The device successfully established communication in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and was found to be normal.